Event description:
One hour into the procedrue, while crossing from the left atrium to the right atrium the catheter came out of the mullin 8fr sheath and dropped down into the right ventricle where it became entangled in the tricuspid valve leaflet. The pt was taken to o.r. Where they underwent open heart surgery to remove the lasso circular section. The pt's condition is stable.